Event description:
It was reported that pump displayed malfunction alarm after customer went through body scanner with pump, and malfunction code could not be reset. There was no reported impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.